Event description:
It was reported that an out of limit, high defibrillation impedance of 125 ohm was noted on the right ventricular lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).